Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the sheath assembly and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during a cardio angiogram the doctor tried to pass a medtronic eb 3.5 8f x 100cm catheter through the flexi sheath but it would not go through the tip of the flexi sheath. It was seen to be stretching the flexi sheath as they tried to push the catheter through. Two more of the same catheters were tried and the same result occurred (documented in MDR# 9680794-2017-00102 and MDR# 9680794-2017-00104). The doctor was unable to perform the procedure. No patient injury reported. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during a cardio angiogram the doctor tried to pass a medtronic eb 3.5 8f x 100cm catheter through the flexi sheath but it would not go through the tip of the flexi sheath. It was seen to be stretching the flexi sheath as they tried to push the catheter through. Two more of the same catheters were tried and the same result occurred (documented in MDR# 9680794-2017-00102 and MDR# 9680794-2017-00104). The doctor was unable to perform the procedure. No patient injury reported. No patient complications reported.